Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the force bipolar instrument for evaluation, but evaluation has not been completed as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined.

Event description:
It was reported that during central processing, the force bipolar instrument's elbow metal snapped off and would not open and close. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar was analyzed, and the findings did not replicate or confirm the customer reported event. The grip test was performed with no issue. The instrument was placed and driven on an in-house system and passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The instrument was fully functional. No product issue was identified. Issues related to instrument errors or complications using the instrument reported by the user with no underlying product issue may be related to customer-induced problems, including misuse and recognition issues.

Event description:
Refer to h11 for follow-up information.